Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 5 and 24 hours. When the pod was removed from the infusion site on the skin, the pod's cannula was found bent. As treatment, the patient did boluses and activated a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia.